Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It was reported the start date of the patient's inflammation and suppurate was unknown. Clarification was requested pertaining to relation of the event to an infusion pump due to the reporting indication an "ipg" and the rep could not provide clarification. The pump was used to deliver morphine (10 mg/ml at a dose of 0.48 mg/day). Troubleshooting was unknown and the cause of the symptoms was unknown. The patient was receiving therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-june-01, information was received from a foreign family member via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for chronic pain. The patient's family member reported the patient was implanted with a pump on (B)(6) 2013. On (B)(6) 2017, the patient was in the hospital because of "implant part was inflamed and suppurate". There was not more than 50% of the symptoms reduced. The component involved with the issue was noted as "ipg". It was unknown what troubleshooting occurred. It was unknown what the cause of the event was. The patient status was "in the hospital because of implant part was inflamed and suppurate".